Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare on 01/25/2007, that the customer could not defibrillate with the electrode, which was already affixed at the pt, because the snap on the electrode (the button-connection) came loose from the electrode. Pads were changed and the second set was okay. No injury to pt.